Event description:
Medtronic received information reporting that prior to use in the procedure, the tip of the axium coil was found to be damaged. It was noted the coil was prepared according to the instructions for use (IFU). The coil was not used and was replaced with another manufacturer's device for the procedure. As the issue was observed prior to use, there was no patient involvement. Additional information was received indicating there were no issues that resulted in the damage.

Manufacturer narrative:
Product analysis: equipment used: video inspection system (m-78210), ruler 200cm (m-83361), camera (panasonic lumix dmc-zs5) as found condition: the axium coil was returned for analysis within ashipping box; and within a plastic bio-pouch. Visual inspection/damage location details: the axium coil was returned without its introducer sheath. Therefore, any contributing factors from the introducer sheath could not be assessed. The axium pushwire was found to be broken at ~3.5cm from proximal end with release wire pulled. The axium implant coil appeared to be detached from pushwire. In addition, the axium coil pulled back from lumen stop and shield coil stretched. No other anomalies were observed. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil kink/damage¿ was confirmed. In addition, the axium coil was also found to be detached from the pushwire. However, the root cause could not be determined. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. There was no non-conformance to specification identified that led to the coil kink/damage issue. The event is reported at this time based on analysis results which indicated a reportable event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.